Manufacturer narrative:
The field service engineer (fse) found a reagent probe was loose and the cell blank level and gear pump pressure were low. The fse replaced the reagent probe and made adjustments to the cell blank level and gear pump pressure. Calibration was last performed on 19-aug-2021 and was acceptable. Qc was acceptable. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for mg2 magnesium gen.2 (mg2) and phos2 phosphate (inorganic) ver.2 (phos2) on a cobas 6000 c (501) module. The initial mg2 result was 0.29 mg/dl. The repeat result was 2.21 mg/dl. The initial phos2 result was 0.1 mg/dl. The repeat result was 2.7 mg/dl. The questionable results were not reported outside of the laboratory. The customer suspected the low results were not correct and repeated the sample after conferring with emergency room (ER) staff. The repeat results were believed to be correct. The mg2 reagent lot number was 54951501 with an expiration date of 31-jan-2023. The phos2 reagent lot number was 53866401 with an expiration date of 30-jun-2022.